Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that the g6 continuous glucose monitor (cgm) was reading 5.5 mmol/l while the blood glucose (bg) was 3.8 mmol/l when the patient went into hypoglycemia. Patient was able to treat herself with 5 ml of dextrose, one long active cookie and half a bottle of sugar-containing drink (juice). Patient was at home when the event occurred, she contacted her mother by phone and felt fine again shortly after that. At the time of contact, the patient felt fine. No additional event or patient information is available. Data was provided for evaluation. The complaint of inaccuracies was confirmed. The root cause cannot be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The patient felt "a little bit dizzy and weak" during the hypoglycemic event.